Manufacturer narrative:
H.6. Investigation: all challenge, set-up and in process samples were performed per quality control plan and all passed per specifications. There were no indications of the reported defect, as there were no reject activity findings throughout the build of this lot that would impact the quality of the product. Received one used 22ga bd insyte autoguard IV catheter unit accompanied by an undamaged opened package from lot 8310571. The catheter/adapter assembly was not present on the returned unit, the needle assembly was intact with the protective needle cover. Visual / microscopic (test method-n/a): unit: *the unit consisted of the needle/hub assembly with safety shield (barrel) and the protective needle cover intact. *the button was not depressed and the needle was in the out position. *there were signs of dried media present throughout the unit; including the needle bevel, notch and in the flashback chamber. *visual and microscopic evaluation revealed there were traces of cured adhesive between the grip the activation button. *note; the cured adhesive in this location was indication that the needle retraction failure was a result of excessive cured adhesive which was manufacturing process related. Performed functional test (needle retraction): *depressed the activation button: the cured adhesive restricted the button from depressing, therefore the needle did not retract, confirming the failure. *the needle retraction failure was identified and confirmed with the unit provided for this incident and the root cause was noted to be cured adhesive at and between the grip the activation button, which demonstrated incorrect placement of adhesive during manufacturing. *the incorrect placement of adhesive disabled the ability of the button to depress and the needle to retract. *cured adhesive in this area was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had a needle that would not retract.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had a needle that would not retract.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had a needle that would not retract.